Event description:
It was reported that during a laparoscopic left sided hemicolectomy procedure, massive leak from both trocars, device discarded. It is unknown if another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.